Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dr. Realized the length of the needle was wrong of the bd insyte¿ n IV catheter. The product was replaced with a new product. Found before use. No reports of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: four photos were returned for investigation. Incorrect needle length from the print on top web was observed in the returned photos. One actual sample in opened packaging was returned for investigation. Actual sample. The sample was subjected to visual inspection. Incorrect needle length from the print on top web was observed on the returned sample. Additionally, the cannula of the returned sample does not have a notch when compared to the correct catalog product. Incorrect needle length from the print on top web was observed. No notch was observed when compared to the correct catalog product. Additionally, a device history record review showed no non-conformance associated with this issue during the production of this batch. Investigation conclusion: the insyte manufacturing processes were reviewed to identify the possible root cause of the incorrect length complaint. Icam a probable root cause in the icam process could be due to the changeover and clearance not done properly and verified. However, there is a vision system installed in the assembly line that is able to detect the incorrect product. Returned samples after visual inspection inspectors will return samples used for visual inspection (non-destructive testing) back to good bin. A failure to check and verify the assembled needle (an) sku and the assembly line may lead to the incorrect product to be returned into the good bin. However, there is a vision system installed in the packaging line to detect and reject an parts with incorrect length. Packaging line 1 one probable root cause in the packaging line 1 could be a failure to check and verify the an sku in bags before loading into the packaging line. However, there is a vision system installed in the packaging line to detect and reject an parts with incorrect length. Another probable root cause in the packaging line 1 could be due to the changeover and line clearance not done properly and verified. However, the production history records showed that the previous an batch packed in the packaging line 1 was different from the returned complaint sample received and hence, not the root cause.